Event description:
The customer reported that the defibrillator did not shock the pt in the sync mode. The involved pt died. Philips does not yet know what the impact of the device behavior was on the pt outcome.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.